Event description:
It was reported that patient had a programming change a week ago on monday later in the call patient stated wednesday and now her symptoms are not being helped. The patient indicated that they did the programming change because when she leaned up against the implant it sent shocks down her legs. The patient got in their car leaned back against the car seat and it shocked her really bad. It was noted that after the programming was changed the shocks no longer went down her leg but now her symptoms were not being helped. The patient experienced a loss of therapeutic effect and shocking or jolting sensation. The patient indicated that she would like for somebody to reset it. The patient did not want to do something wrong she was leery but knows how to turn it on and up and down. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tnxc, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).